Manufacturer narrative:
Product complaint #: (B)(4). Batch # t5ak1u. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60g cartridge not loaded in the device. The cartridge reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: patient demographics: (B)(6), female. Reason for the surgery: partial gastrectomy. What action did the hcp take to correct the problem? He sutured, he made a reinforcement with suture. Was there a surgical delay due to the problem with the device? Yes, 1 (one) hour. Did the doctor consider that the delay could have caused death or serious injury or harm to the patient? No. What is the current status of the patient? Discharged.

Event description:
It was reported that in the fifth shot with a green reload in the bottom of the stomach, when the doctor made the shot, it was difficult for him to fire the cartridge, although the shot ended.